Manufacturer narrative:
(B)(4). Concomitant therapies: cortisone 0.5mg betanoid hormone therapy. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of filler made patient's "face drop/fall", facial asymmetry, facial paralysis, atrophy, "blob" of filler, looks "like a beak", filler pushed up right side of mouth, sensoric and motor loss, red heaped lesion with pus, acne, pustule, furuncle, abscess, granuloma, swelling, "ck3 too high", hyperpigmentation, dissatisfaction, filler dissolved very quickly, and appearance of jowls are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contra-indications: ¿ "juvéderm® voluma¿ with lidocaine must not be used on areas showing skin problems such as inflammation and/or infections (acne, cold sores, etc.)." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area. ¿ coloration or discolouration of the injection area. ¿ poor efficiency or poor filling/restoration effect. ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. ¿ patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected by another physician to the mid cheek, chin, and marionette lines (including ck1, ck2, nl1, m2, and jw4) with juvéderm® voluma¿. Two days later patient reported to the injecting physician that the injection ¿made [their] face drop/fall¿. Patient then contacted the reporting physician for assistance after previously seeing 3 other healthcare professionals and ¿nobody wanted to confirm any adverse reaction.¿ upon review with the 4th physician, patient claimed they have ¿facial asymmetry and facial paralysis¿ following the injection. Patient reported there was atrophy after 12-13 days and they have a persistent ¿blob¿ of filler. Patient also reported they received no filler around their mouth but because they received filler in the corners of their mouth it now looks ¿more like a beak (bird)¿. Patient¿s lips are thin and their chin filler pushed up the right side of their mouth. The physician examined the patient and noted ¿sensoric and motoric loss of right side of cheek¿. After 2 days patient ¿got better¿ but ¿was still biting [theirself] on inside of cheek.¿ patient went to a physiotherapist and began treatment with electrodes. Symptoms improved, but the patient was still biting. During examination, the treating physician noted a ¿red heaped lesion with pus¿ that looks like acne. This lesion was further described as ¿pustula¿ and it looks like ¿furuncle been pressed and opened with a needle.¿ the treating physician drained the lesion and sent a pus swab to the lab. The microbiology report showed moderate gram staining of leucocytes and no gram staining of erythrocytes, bacteria, or fungal elements. There was no aerobic culture growth and no anaerobic culture growth after 48 hours. A small abscess was also opened in right jugulomandibular corner which is where the treating physician ¿said it could be a granuloma.¿ patient also had ¿swelling under both eyes¿ and ¿ck3 too high or due to cortisone.¿ the physician ¿manipulated it and outcome much better.¿ the physician notes the skin may be hyperpigmented due to laser. The physician also notes the patient is ¿dissatisfied due to ill communication and expectations¿ indicating that ¿maybe filler dissolved very quickly due to ongoing electric currency from physiotherapists or dosage to small.¿ patient was prescribed dalacin c, chloromycetin ophthalmic ointment, and ¿interflore 2¿. When the patient reported their symptoms of ¿a loss of sensation, motor function, the appearance of jowls and a dropped face as well as granuloma¿ to their injecting physician, the physician requested the patient return to their clinic to address their concerns. The patient refused. Symptoms are ongoing.